Event description:
It was reported that (2) tct75 were used during a low anterior resection procedure. It was reported by the rep that the surgeon was using the tct75 to transect bowel. The cartridge locked out. Opened another stapler did the same thing. The surgeon opened another device to complete the case. There was no consequence to pt.